Manufacturer narrative:
One certain® bellatek® encode® healing abutment (ieha344) and one full osseotite® tapered certain® implant (ifnt3211) were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported devices were intended for tooth # 9 and had been in place for approximately 1 year and the event occurred 4 weeks after implant placement. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1232789 & 2019090053) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1232789 & 2019090053) for similar events and no other complaint was identified. Based on the available information device malfunction and the reported event could not be verified since the devices were not returned and as the exact details of event were nonverifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that 4 weeks after implant placement the healing abutment fell off. The patient came in the office to tighten the healing abutment back on. Tooth # 9.

Event description:
No further event information available at the time of this report.